Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose was 60 mg/dl. Reportedly, customer continued to use the pump and also confirmed that insulin pens are available for insulin therapy.